Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system functionality was checked upon powering on the system and the generator and system was initially powered on without errors. The surgeon was not able to resolve the issue. The procedure was completed using the erbe generator, but the site was not able to use full function.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the electro surgical unit (esu) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, site was facing a problem with the erbe generator. Site was getting several errors. The intuitive technical support engineer (tse) checked the logs and found m11, c30 and c38 error's the m11 should clear after restarting the unit. Tse instructed to restart the erbe but it came back with the same errors. Surgeon explained that the cut function was ok but not the coagulation. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The electrosurgical (esu) was analyzed. The unit was placed on an in-house system and was run in normal mode. The error was reproduced. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.